Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had cracked on the front screen on the center button and button issues has had to press multiple times. Customer stated that insulin pump had recurring unexplained insulin block flow alerts. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device received with unresponsive buttons, problem isolated to keypad assembly. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests or verify no delivery alarm or occlusion due to unresponsive keypad. The device was received with broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Device p-cap or test reservoir does not lock in place properly. (B)(4).